Event description:
Due diligence is complete as multiple attempts were made; however, no further information was received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Review of the reported event by a health care professional found: an acute kidney injury is a sudden, often reversible, reduction in kidney function leading to waste accumulation, fluid imbalance, and decreased urine output. A post-operative acute kidney injury can range from mild to severe and can be triggered by intra-operative hypotension, hypovolemia, and nephrotoxic medications. Levels are measured through serum creatinine levels and influenced by pre-existing comorbidities, including chronic kidney disease, diabetes mellitus, hypertension, cardiovascular disease, and advanced age. These conditions, along with obesity, high bmi, and liver dysfunction, significantly increase the risk of renal complications by impairing renal autoregulation and reducing functional reserve. Treatment is focused on identifying and treating the underlying cause. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
The journal article reported 2 patients in the cemented group experienced acute kidney injury within 6 weeks postop. No further information was provided regarding treatment or outcomes. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: geng z, asamu as, aldridge w, ng aby. Functional and safety outcomes of third-generation zimmer biomet g7® dual mobility total hip arthroplasty in femoral neck fractures: a retrospective cohort study. J clin med. 2025 nov 24;14(23):8350. Doi: 10.3390/jcm14238350. Pmid: 41375652; pmcid: pmc12693595. G2: foreign ¿ united kingdom. The customer indicated that the product remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.